Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver hydromorphone (3 mg/ml at 0.018g mg/ml). Analysis of the pump found no anomalies.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017. It was reported that the pump and catheter were explanted on (B)(6) 2017. The device would not be replaced in the future. There were no environmental, external or patient factors that may have led or contributed to the explant. There was no diagnostics/troubleshooting performed. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient was receiving morphine at an unknown dose and concentration.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid (hydromorphone) at a concentration of 3 mg/ml with a dose of 0.9 mg/day. It was reported the patient was admitted to the hospital/emergency room (ER) to monitor for possible overdose after a suspected pump leak. There were no environmental/external/patient factors that might have led or contributed to the issue. The pump was read on (B)(6) 2016 and functioning normally. The patient came in for a refill. The old drug was drawn out and matched the expected amount from the clinician programmer. New drug, hydromorphone 3 mg/ml was put in. The hcp delivered 5 ml of drug into the pump and withdrew 5 ml to confirm placement of needle in the pump. Refill continued until the hcp noticed drug leaking back out of the needle puncture site. The hcp pulled back on the drug and was able to recover and empty 15 ml of the 20 ml delivered. No other fluid was present in the drug withdrawn. The pump was reduced to the minimum rate after emptying the remaining drug. The hcp claimed the needle remained in the pump the entire time. The pump was very superficial in the patient. There was a successful refill in between (B)(6) and the day of the report; however, the patient had stated there had been no pain relief. The cause of the pump leak was not determined. The patient¿s status was stable and waiting for an explant surgery to be scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-aug-23. It was reported that on (B)(6)2016 the pump overdose the patient when the pump was being refilled and the patient was sent by ambulance to a hospital. The patient was no longer implanted with the pump or catheter as the device was removed on (B)(6)2017. Analysis results were requested. It was indicated that the patient asked the doctor about the analysis results and that the patient wanted it independently tested. It was noted that dilaudid was in the pump at the time of the event, per the consumer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.